Event description:
Additional information received reported the patient was getting coverage in some of their painful areas, but not in their back where they need coverage. It was noted the patient was also getting some uncomfortable abdominal stimulation. It was further noted the patient was unable to obtain good coverage during reprogramming. It was noted that no additional actions were discussed at the reprogramming appointment.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
It was reported that one of the leads migrated since implant. It was noted an x-ray was taken on (B)(6) 2013 and one of the two leads shifted down one vertebral level and to the right. It was noted the manufacturing representative would meet with the patient and attempt reprogramming to obtain adequate coverage. It was further noted no revision was planned and the patient status was alive with no injury or adverse event.

Manufacturer narrative:
(B)(4).